Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy from their implantable cardioverter defibrillator (ICD). The ICD had treated a supra ventricular tachycardia (svt) episode as ventricular fibrillation (vf) due to high rate time out. The ICD remains in use. No further patient complications have been reported as a result of this event.